Manufacturer narrative:
H3: the evaluation noted that revision reported was likely the result of an insufficient bond between the acetabular cup and the bone which led to aseptic loosening. Malalignment of the acetabular cup may have led to an increase in wear of the acetabular liner due to edge loading and/or the subsequent prosthesis wear may have contributed to particle-induced osteolysis and possible migration/loosening of the acetabular cup. However, the contributions of acetabular cup positioning and prosthesis wear to the sequence of events cannot be determined from the provided information. The most probable root cause associated with the reported event of " loosening - acetabular" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Concomitant medical products: nv gxl linr, ntrl, 36mm ID, group 3 cups (cat# 130-36-53 / serial# (B)(4)); cocr fem head 36mm -3.5 offset 12/14 (cat# 142-36-93 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 11 yrs postop the initial l tha, this (B)(6) y/o male patient was brought to surgery for left hip revision. X rays showed osteolysis around the cup with possible loose cup. The femur was exposed, the femoral head was elevated and removed from the stem. The stem was checked and found to be well fixed. The acetabular components were exposed, the poly liner was removed with the aid of a liner removal tool (the damage to the retuned implant will show the damage from the tool around the peripheral). The in line acetabular impactor was seated into the cup, the cup was loose, and movements allowed the cup to be removed. The acetabulum was packed with graft and reverse reamed. The patient received a new 58mm multi-hole alteon cup, with screws and a 40mm extended coverage liner. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.